Manufacturer narrative:
(B)(4).

Event description:
Patient underwent uneventful ilasik (B)(6) 2012. Presented for 2 month postop (B)(6) 2012 complaining of change in vision on left eye (os). Slit lamp evaluation (sle) noted striae os. Elected to lift and stretch flap os. Visual acuity sans corrected (vasc) prior to lift os was 20/20 but patient complained of shadows temporarily.

Manufacturer narrative:
(B)(4). Striae. Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. Customer indicated that the initial surgery was uneventful. The clinic reported this event only and did not request field service or clinical support.